Manufacturer narrative:
Reason for reoperation: rupture.

Event description:
Healthcare professional reported via nbir device migration and rupture in left side device. The device has been explanted and replaced.